Event description:
It has been reported to philips that the system's host computer hard disk had failed, which can impact a full system boot. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.